Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2015, the patient was seen be a gastroenterologist and was hospitalized because peg was being absorbed by stomach and there was a risk of perforation by the fixation plate. The patient's feeding was also by the tube. On (B)(6) 2015, the surgery to remove peg was performed. There was bumper adherence to the gastric wall. The nurse confirmed that both gastric and jejunal tubes have been removed. The peg was not replaced. On an unknown date the patient started eating by mouth and progressed to taking a normal diet. The patient was recovering but worsened neurologically. Around (B)(6) 2015, the patient was discharged from the hospital and the stoma was healed.